Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor saw a blue wire coming out of the inserter. This was after the lens was implanted. The dr. Cleared it out with the phaco machine and the patient has had no problems. It can't be a piece of tablecloth because it's plastic. The strange thing is that this doctor has experienced the same problem three times (on different days) in quick succession so far. No patient injury has been reported and no additional information was provided. This reports is for the unknown lens serial number. Separate reports will be filed for the other two instances in another complaint files reported.